Event description:
Information was received from a patient representative regarding an implanted infusion pump for spinal pain. The pump was used to deliver unknown morphine. It was reported that the patient had not been getting any pain relief. The patient noticed that, "over a span of 2 weeks or maybe more", that less and less of the pain was being covered. An event date was not provided. Per the reporter, they did a computed tomography (CT) scan and found nothing. The patient went back into the emergency room (ER) and they did magnetic resonance imaging (MRI). The patient had occipital myalgia, so the MRI was only of the head "instead of the full length from the base of the next to the stomach where the pump is implanted". The managing physician was going to determined "where the leak is", but then that doctor redirected the patient to the surgeon, who apparently left the practice. The patient was then told to find a different surgeon. Physician listings were sent to the reporter as requested.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the location of a leak was not determined. With imaging as well as device interrogation, there was no objective evidence of a leak. The cause of the potential leak and loss of pain relief was not determined. The healthcare provider noted that the patient did however seek a second opinion from a different pain practice. With regards to the actions/interventions taken, the healthcare provider noted ¿n/a¿.